Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified and very tortuous unknown artery. The physician aggressively advanced a 3.00x28mm promus element plus stent into the lesion and the shaft kinked. Prior to deploying the stent, the physician straightened the shaft and the shaft was separated into two pieces approximately 17cm away from the hub. The stent and the stent delivery system was removed as a unit without difficulty. No patient complications were reported and patient status was reported as fine.

Manufacturer narrative:
Device evaluated by MFR: the hypotube was returned in two sections due to a hypotube break 22cm from the manifold strain relief. The hypotube was furthermore severely kinked particularly at the location of the break. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the heavily calcified and very tortuous unknown artery. The physician aggressively advanced a 3.00x28mm promus element¿ plus stent into the lesion and the shaft kinked. Prior to deploying the stent, the physician straightened the shaft and the shaft was separated into two pieces approximately 17cm away from the hub. The stent and the stent delivery system was removed as a unit without difficulty. No patient complications were reported and patient status was reported as fine.